Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 400 mg/dl before going to bed the previous night. The customer did not mention any form of treatment for the high blood glucose. The customer stated that the rain may have gotten the insulin pump wet. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No moisture damage on the electronics noted. The insulin pump has minor scratched display window and broken reservoir tube lip.